Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump. No pump error 37 alarm noted during test. However, confirmed pump alarmed pump error 37 five times between (B)(6)2024 06:14:01.000 to (B)(6)2024 17:46:27.000 in the history files. Motor was test outside of device and passed. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case at the battery tube, faded serial number label, corroded battery tube, corroded motor home switch. Pump passed functional testing and no pump error 37 noted during test. However, cosmetic damage at battery compartment was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump error 37 alarm, and a crack on the back of the pump battery compartment. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved products mmt-342, mmt-7040a, mmt-442aj, and mmt-1884l. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event and the customer was used the auto mode feature. No harm requiring medical intervention was reported. No product return is required for mmt-342. No product return is required for mmt-7040a. No product return is required for mmt-442aj. Product return was requested for mmt-1884l, and the customer response was the device will be returned.